Event description:
Info received indicates the right head siderail will not latch properly.

Manufacturer narrative:
The tech found the siderail mount was bent. He realigned the siderail mount to repair the bed.